Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50 x 32 mm promus elite was first deployed in the left circumflex (lcx) with no issues. A 3.00 x 28 mm promus elite was then deployed in the lad at 11 atm and post-dilated with a 3.50 x 12 mm non-compliant balloon. A flow limiting, proximal edge dissection was noted. To cover the dissection, a 3.50 x 16 mm promus elite was deployed proximally and overlapping. The procedure was completed successfully and the patient was stable and fully recovered.